Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime/compromised force sensor system and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 188 mg/dl at the time of the incident. The customer stated that the drive support cap was normal. Customer was able to clear the alarm and able to complete rewind but pump alarm history contains more than one motor error alarm within a 30 day period. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.